Event description:
It was reported that: during the first use of a new anesthesia machine settings were: tidal volume 500-600 ml, fresh gas flow 5 liters of 100% o2, peep off. The isoflurane vaporizer was filled prior to the start of the procedure. The pt was anesthetized and intubated without difficulty and placed on the ventilator. Five (5) mins into the case monitor readings were: tidal volume 1100-1200 ml. Fio2 29%, the indicator on the vaporizer indicated that it was half full. Peep was 5 to 8 cmh2o. When the vaporizer was turned off there was no loud hissing sound. The pt was taken off of the anesthesia machine and moved to another or. The procedure was completed with no pt injury.